Event description:
Procedure: colectomy. According to the reporter: during the case, the device was used with two loading units. When the surgeon tried to insert the eea31 to the rectal stump, the staple line (from the endo gia) was discover to be insecure. The surgeon needed to use suture to secure the staple line to continue the surgery. There was no additional bleeding reported in excess of 250cc. The case was extended by more than 30 minutes and the staple line removed.

Manufacturer narrative:
(B) (4).